Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was moderate erythema at previous injection site no medical or surgical intervention was reported. Additional information received via email and attached lon 29-oct-2021: per customer response all patient information was unknown. It was unknown if the event occurred while the pump was in use with the patient. The device was not available.